Manufacturer narrative:
Patient was a (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system non-dehp continu-flo solution set fell apart at the proximal 'y' site (clearlink component). This issue was identified during patient infusion. The set was connected to a large volume infusion pump running at a low rate. Blood backed up two inches in the tubing but did not reach the break in the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter facility name: (B)(6). The device was received for evaluation. A visual inspection was performed and the tubing was observed separated from the second y- site clearlink in the upstream part. During further evaluation the solvent was observed not to be uniformly applied in the tubing. Dimensional test was performed, at the tubing was found to be within the product specification. The reported condition was verified. The cause of the condition was due to improper handling during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.